Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was not crossing over to anything. The technical support specialist (tss) joined mib and ran the site down query. The tss checked system resources, disk latency, and health site viewer but found no issues at the time. Although a pharmacy order delay/down flag was present, end users were no longer reporting any problems. The site had also experienced other network-related issues. The tss confirmed that the issue was self-resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis-app was not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis-app was not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.